Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose was 283 mg/dl. Customer's blood glucose was 70 mg/dl, 40 mg/dl, 100-150mg/dl, 80-110mg/dl and 100-150mg/dl. Customer reported that the value put in the carb for bolus wizard is not being considered by the pump. The insulin pump will not be returned for analysis.